Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, it was reported that the patient experienced an infusion set block alarm. The incident was associated with high blood glucose levels. In response, a correction bolus was administered through the pump. No further information available.